Event description:
"Customer reports her jaw is locked and tight. She has a jaw opening of 32mm. Customer reports that dds said disc may be injured or out of place "the orthodontic treatment will be on hold for approximately 15 months after surgery. During that time period you will be wearing an orthotic (the class 1 maxillo/mandibular decompressive orthotic) that will support your present dental alignment through those 15 months."

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."